Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the prime/compromised force sensor system alarm test at 4lbs due to moisture damage on the force sensor resistor. It was noted that they also found moisture damage on the motor assembly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that insulin squirted out during manual prime. Customer was disconnected during prime. Customer stated that the pump piston continued to move forward after reservoir contact and insulin squirted out, followed by the compromised force sensor system alarm. Customer stated that there were no numbers that appeared on the screen and no beeps were heard. Customer was not able to leave prime. Customer tried with a different infusion set. The pump was not dropped or bumped. The pump had no water contact. Customer stated that the drive support cap does not appear to be damaged. Customer was asked verbally and in written form to return the pump for analysis.